Event description:
User facility reports that physician used probe for about 900 endospots when the probe stopped being effective despite turning the laser energy up. A new probe was used and worked fine. The procedure continued without complication for the pt. User facility reports that the event did not involve an electrophysiology procedure or an attempted electrophysiology procedure. User facility reports that the original intended procedure was a rhegmatogenous retinal detachment with proliferative vitreoretinopathy, hyphema, vitreous hemorrhage, subretinal hemorrhage, right eye. User facility reports that the device usage problem was a malfunction - the device did not perform as expected.

Manufacturer narrative:
Iridex responded to this incident (dated (B)(6)) upon request from the FDA. The product was not returned. A review of the device history record was conducted. The lot met our final acceptance criteria. Conclusion: two probes were returned for evaluation. One probe functioned as expected. However, the other probe had a resistor that was not electrically connected. Non electrically connected resistors in the probe are not unusual and have a known failure rate of less than 0.1%. The symptoms reported by the complainant; however, are most likely caused by a worn connector on the laser.